Event description:
A customer observed a condition code on the analyzer and a crimped liquid waste aspirate line after maintenance. This is consistent with a malfunction which could cause falsely elevated troponin I results to occur at a magnitude that might initiate cardiac catherization there was no report of pt harm as a result of this event.